Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the device was explanted with "no alleged product issues". The drug in the pump was unknown. It was further reported the pump explant was due to "ineffective therapy".

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8 596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. Analysis of the catheter (sn (B)(4)) found no significant anomaly. There was a non-significant indent in seal that did not affect infusion.

Event description:
Additional information received reported the device was not replaced. There was no patient injury and that patient¿s status after the device was removed was listed as recovered without sequela.